Event description:
Nagative pressure pulmonary edema from partial airway obstruction that occurred during lma airway use. Pt was treated with oxygen and diuretics. The event resolved in 4-5 hours and the pt was discharged.